Event description:
After pt voluntarily relinquished smoking materials on 8/8/95. Pt found and lit a cigarette while wearing nasal cannula with oxygen. The nasal cannula ignited causing a burst of flames which the pt extinguished with her hands. Pt sustained first degree burns at base of nose, second degree burn to upper lip, first degree burn to left palm. The pt was seen and treated in the ER. This was not a malfunction of equipment. Pt neglected policy.